Event description:
It was reported that there was an infection. The patient was in the hospital. The manufacture representative wanted the password for stopped pump mode. Additional information reported that the physician ended up putting the pump to minimum rate on (B)(6) 2015. The pump was going to be explanted on (B)(6) 2015 (monday). The manufacture representative was not present for the explant. It was not reported as to what the pump was infusing at the time of the event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent). .

Manufacturer narrative:
Concomitant products: product ID 8709, lot # n23446b, implanted: (B)(6) 1998, product type catheter. (B)(4).